Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they needed to turn the therapy "entirely off." The patient further explained why they needed the therapy off. They stated they were going to have a shot in their back because they had a lot of pain in their groin area and down their leg and that the pain was on the same side as their implant so they were not sure if the pain was being caused by the device or not. They thought it might be. Patient services asked the patient when the pain began and the patient stated they had the pain on the other side too so they got a shot on that side and that took care of the pain on that side but that was when the pain started on the side where their implant was only this pain was far worse this time. The patient stated they thought the pain was from their sacroiliac nerve and they thought also if they turned the therapy off, it would relieve some of the pain. The patient stated they'd read online that the lead wires could move so they thought maybe the wires could have moved so they thought they'd try turning the therapy off to see if it made a difference in the pain. The patient stated that they were also going to get the device removed anyhow the next time they saw their urologist because nothing that they had tried had worked for them, that it was nothing with the device, it was just them, that nothing ever worked for them. The patient stated they could live with getting up 5-6 times a night, but they couldn't live with the pain and they couldn't walk so they wanted it removed. They stated they currently didn't have a managing healthcare provider (hcp), that they had an appointment next month with a new urologist but they didn't know the new urologist's name. Patient services redirected the patient to follow up with a managing health care provider about their pain and to discuss next steps for the implanted system.